Event description:
A surgeon reported that during an intraocular lens (iol) implantation, iol insertion failure occurred and iol caught on the plunger when pulling the nozzle out of the wound and the iol was damaged after insertion with no patient harm, the surgery was completed same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint "intraocular lens (iol) caught on the plunger when pulling the nozzle out of the wound" could not be observed. The lens was returned outside the device. Damage was observed to the iol. The device was returned in clear plastic bag. The lock-out assembly has been removed. The plunger is not fully advanced, the plunger is advanced just past the nozzle tip. Viscoelastic is dried in the device. No damage or abnormalities observed. Iol returned in a plastic bag. Solution is dried on the iol. A piece of the optic edge is torn off. The complainant indicates the use of non-company ophthalmic viscosurgical device (ovd) as a viscoelastic, which is not qualified for use with company lens model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. In addition to the above, the company device was received with the plunger advanced just past the nozzle tip. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).